Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis and the treatment for the event were unknown. At the time of this report, the patient was not recovered and pd therapy was ongoing. No additional information is available.